Manufacturer narrative:
Philips has investigated this complaint. The issue was resolved by the customer and no device inspection was performed by philips. The resolution and root cause of the reported problem were unable to be determined. No further information could be obtained from the customer. To date the customer has not reported any further imaging issues. The codes were updated based on the investigation outcome. Health impact code was corrected. H3 other text : on-site evaluation declined; no response received for further information.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that imaging was not working. The customer tried restarting and charging the footswitch, but the issue persisted. The procedure was aborted. No patient or user harm was reported. Philips has started an investigation of this complaint.